Event description:
It was reported that after an interventional procedure, arteriotomy closure of a moderately calcified common femoral artery was attempted using a starclose se device. Reportedly, after clip deployment, bleeding continued. When the device was retracted, the starclose se device clip was found deployed at the skin level, which was removed from the skin surface with a pair of tweezers. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device confirmed that the device functioned as designed. The deployed device was disassembled revealing the correct alignment of the internal components. The device was cleaned, re-assembled, and re-deployed without the clip. The device functioned as intended. There was no observation of anomaly during the deployment process. There were no external, internal or deployment component anomalies of the device noted. Possible contributing factors for the clip deploying in an unintended location may be caused by numerous factors; including but not limited to manufacturing, operator deployment technique, or patient anatomical conditions. During manufacturing, the device is inspected during each assembly station to include loading of the clip on the clip delivery tubeset. In addition, the device is inspected upon complete assembly. The deployment technique of the operator may influence the deployment of the clip if the locator wings are pulled against the anterior surface of the vessel during the clip deployment. This will allow the tissue to flap down as the locator wings retract during clip deployment that may misplace the clip position. The instructions for use (IFU) state while maintaining downward pressure and device stability, depress the deployment button. The device locator wings may have been retracted too far during vessel location. The operator was reported to be trained in the use of the starclose device. No other operator influences could be determined for this event. Anatomical conditions of the patient may influence the deployment of the clip. Patient tissue may interfere with the clip deployment sequence by preventing sufficient tissue capture to seal the vessel or interrupt the deployment sequence altogether. In this case, it was reported that the patient has a moderately calcified common femoral artery and a history of peripheral vascular disease. The IFU states under the precaution section do not deploy the clip in areas of calcified plaque. Though this would interfere with the sealing of the vessel, it cannot be determined if this would cause the clip deployment at the skin surface. It cannot be determined if patient anatomical conditions influenced the reported experience. A review of the lot history record for the reported lot revealed no nonconforming material report associated with this lot. A query of the complaint-handling database for lot was performed and found no indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. A quality control audit inspection is performed to verify product quality. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Reported device code 2017: use in a moderately calcified vessel. The starclose device instructions for use state under precautions, do not deploy the clip in areas of calcified plaque. And under special patient populations, the safety and effectiveness of the starclose se vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. Calcification at the common femoral artery access site may cause incomplete clip tissue capture resulting in continued bleeding. Moreover, deploying the starclose device in a calcified vessel can cause the device to malfunction resulting in failure to deploy and difficulty removing the device.